Manufacturer narrative:
The relative humidity in the laboratory was 48 to 55 percent. The provided calibration and qc data was acceptable. The patient sample was hemolyzed. The high results are consistent with a pre-analytical handling error. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin I immunoassay result for 1 patient sample tested on a cobas 6000 e 601 module. Upon review of the patient data, there was also discrepant elecsys ck-mb immunoassay data for the same patient. The initial troponin I result was 0.276 ng/ml. The result in question was reported outside of the laboratory. On (B)(6) 2019 the same patient sample was retested and had a troponin I result of 0.128 ng/ml. The initial ck-mb result was 104.1 u/l. On (B)(6) 2019 the same patient sample was retested and had a ck-mb result of 30.5 ng/ml. The troponin I result of 0.128 ng/ml was deemed correct. The troponin I reagent lot was 38672401 with an expiration date of 30-apr-2020. The ck-mb reagent lot information was not provided.